Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 20818254, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 19349195, UDI: (B)(4). Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 21009247, UDI: (B)(4).

Event description:
It was reported that after an accident, the patient experienced a loss of stimulation on the left side, and the leads had high impedances. The implantable pulse generator (ipg) was not working as intended. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.